Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned. The pump's cpu and tachometer pcbs were replaced, restoring proper function. The replaced boards were returned to the manufacturer for evaluation, which is in progress.

Event description:
During use for cardiopulmonary bypass, the roller pump stopped rotating. Pressing the start button would result in the pump starting again. There was no adverse consequence to the patient as a result of this event.